Event description:
On (B) (6) 2010, a follow up call was made to the home patient's nurse regarding another issue. During the call, the nurse stated that the home patient had a seizure on (B) (6) 2005 and was taken to the hospital where she was admitted and later found that she had peritonitis. She was admitted to the hospital on (B) (6) 2010. The peritoneal dialysis (pd) effluent was analyzed at the hospital on an unknown date. The cell count was performed and the leucocytes were 17.7. The pd effluent culture was performed and showed (B) (6). The nurse stated that she was unsure of the reason the patient got peritonitis, but suspected a few things such as the home patient's sister has been helping her with dialysis who was not trained, the home patient does not use proper technique and the home patient stated that she forgot to close a window. Another concern that the nurse had was that the home patient stores her products in the garage. The home patient was discharged from the hospital on (B) (6) 2010. The nurse stated that she had just seen the patient this morning ((B) (6) 2010) and she was doing fine. . There were no allegations against any baxter product regarding this peritonitis.

Manufacturer narrative:
(B) (4). Device not available.